Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a pulse lead hi-pot test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed a hi-pot test. The cause for the test failure was isolated to a short in the pulse wire in the distribution node (dn). The cause for the short was loose shrink tubing on the solder joint connecting the pulse wire to the front therapy electrode cable. The root cause for the loose shrink tubing was unable to be positively identified. No adverse event resulted form the shorted wire. The last patient to use this electrode belt did not report any deficiencies.